Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, the l602 12v power supply was detached from the bedside board. The cause of the inability to power on is the damaged power supply. The root cause of the damaged power supply is mechanical shock from physical impact. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.